Event description:
A surgical technician at the user faiclity reports that during intraocular lens (iol) implant surgery, the capsular bag tore when the iol was being removed from the eye. Additional information was requested from the surgeon, however he was unable to provide any more details. The reason the iol was being removed is unknown.